Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure unknown- "that upon information and belief, decedent had surgical procedure wherein a python shunt or catheter produced by applied medical resources, inc. Was installed. That said device failed and caused her death. The complaint was filed in (B)(6). " the account information cannot be confirmed, but vac of (B)(6) is the most probable account based off sales history of python catheters in the (B)(6) territory. The most probable product is a4e03.

Manufacturer narrative:
Correction: initial reporter's phone and email added. Investigation summary: the event unit was not returned for evaluation. Information on the user facility, product model and lot number were not provided by the complainant. In the absence of the subject device, it is difficult to determine the root cause of the event or determine if a product malfunction occurred. Trending analysis showed that this is the first death associated with an applied medical catheter. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to determine the cause of death, or confirm that a product malfunction occurred. The instructions for use (IFU) states, "complications associated with the use of vascular catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization." These potential complications have the potential to occur with any conforming device. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.